Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient alleged experiencing swelling and audible noise from joint four years post-implantation on right knee. No additional information provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. A corrected report has been filed under 3007963827-2017-00005.